Event description:
The customer reported that the fiber was noticed to have commenced forward firing at 53,750 joules. The case was completed with a different fiber. No injury to the pt or end user was reported in association with this event. Additional details were requested by the MFR and have not been obtained.